Manufacturer narrative:
Other, other text: information was received on 09/29/2020 indicating that the device did not fault while in use with a patient. Device evaluation completion date: 10/16/2020: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the pump. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer?s concern was not able to be duplicated. Service will replace the downstream occlusion (dso) sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Other, other text: additional information: a1, h6, h10: information was received on 09/29/2020 indicating that the device did not fault while in use with a patient. Device evaluation completion date: 10/16/2020: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the pump. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer?s concern was not able to be duplicated. Service will replace the downstream occlusion (dso) sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the cadd solis vip pump displayed an alarm that the cassette was not attached properly. There were no adverse events reported.